Event description:
Bls crew responded to a cardiac arrest, pt's rhythm was asystolic when disposable defibrillation electrodes were attached. Reportedly, the device unexpectedly lost power during the resuscitation efforts, and could not be turned back on. A back up device was not available, the pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on an assessment of the pt's viability.